Event description:
The user facility reported the device was underdelivering energy during a procedure, a condition which may pose the risk of insufficient coagulation and increased bleeding. The procedure was completed successfully. There was no clinically significant delay, no medical intervention, and no adverse consequences.

Manufacturer narrative:
Follow-up report submitted to document device evaluation results.

Event description:
The user facility reported the device was underdelivering energy during a procedure, a condition which may pose the risk of insufficient coagulation and increased bleeding. The procedure was completed successfully. There was no clinically significant delay, no medical intervention, and no adverse consequences.

Manufacturer narrative:
On 9/19/2025, stryker instruments discontinued the practice of filing mdrs for complaints related to underdelivering energy for devices registered under gei product code in according to FDA's "final guidance on medical device reporting for manufacturers" section 2.15. This malfunction has not caused or contributed to any serious injuries or deaths in at least two years. No new mdrs will be filed for this malfunction and corrected supplemental mdrs will be submitted if necessary for any events pending device investigation.

Event description:
No new information.